Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that device entrapment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the device was inside the patient, it was stuck with the guidewire and the entire system was removed. The procedure was completed with another of the same device. There was no patient injury.